Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this patient experienced worsening heart failure (hf). The patient was hospitalized, and intramuscular (im) and intravenous (IV) medications were adjusted. It was reported the cause for the worsening hf was due to pre-existing renal failure and pacemaker induced heart failure. It remains unclear how the pacemaker contributed to the hf, so additional follow-up has been performed. At this time, this pacemaker remains in service and there were no additional adverse patient effects reported.